Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 5059718.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The physician determined there were high impedances on the leads. Reprogramming was attempted but was unsuccessful in covering the patients pain area. The patient underwent a revision procedure where the leads were removed and replaced with a paddle lead. There were no patient complications noted post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: null, batch: 24397783. Device technical analysis: physical analysis of this returned lead sc-2317-70, serial number: (B)(6) revealed that the lead was cleanly cut into two pieces near the distal. Electrical test could not be performed due to the cut lead damage. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Physical analysis and x-ray inspection of this returned lead sc-2317-70, serial number: (B)(6) revealed that multiple cables were completely broken at the bent location of the lead. The bent location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exited the clik x anchor resulting in the reported event. The returned clik x anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The physician determined there were high impedances on the leads. Reprogramming was attempted but was unsuccessful in covering the patients pain area. The patient underwent a revision procedure where the leads were removed and replaced with a paddle lead. There were no patient complications noted post-operatively.